Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. A visual and functional inspection was performed on the returned device. The reported inflation issue and failure to deploy could not be confirmed.

Manufacturer narrative:
(B)(4). Correction: device not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported inflation issue and failure to deploy the stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified, de novo, mid-right coronary artery (rca) the 3.0 x 18 mm xience xpedition stent system was positioned, but the balloon failed to inflate and deploy the stent. The device was removed from the vessel; a 3.0 x 23 mm xience xpedition stent was used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.